Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 100% stenosed target lesion was located in a calcified and severely tortuous right popliteal artery. A coyote es mr 4mm x 40mm x 146cm balloon catheter ruptured at 14 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 100% stenosed target lesion was located in a calcified and severely tortuous right popliteal artery. A coyote es mr 4mm x 40mm x 146cm balloon catheter ruptured at 14 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the radiopaque marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).